Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for around 3 days. No further information available.